Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. The patient underwent a revision procedure wherein the ipg was replaced and moved up to the lower flank. The patient was doing well postoperatively, and the explanted device was not returned. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event device revision or replacement was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing discomfort and burning sensation at the implantable pulse generator (ipg) site. The patient underwent a revision procedure wherein the ipg was replaced and moved up to the lower flank. The patient was doing well postoperatively, and the explanted device was not returned.

Event description:
It was reported that the patient was experiencing discomfort and burning sensation at the implantable pulse generator (ipg) site. The patient underwent a revision procedure wherein the ipg was replaced and moved up to the lower flank. The patient was doing well postoperatively, and the explanted device was not returned.